Manufacturer narrative:
Additional information received from the initial reporter on 11 july 2016 and includes: the cause of the fracture is unknown. Batch review performed on 20 july 2016. Lot 154472: (B)(4) items manufactured and released on 09 december 2015. Expiration date: 2020-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: diaphyseal femoral fracture few days after performing a primary tha. It is very likely that the fenoral crack happened during primary surgery. This is a known, possible adverse event of tha during femoral preparation. There is no reason to think that it was due to a faulty device. On 22 july 2016 it was prepared a final report with the information submitted in this initial report. On 25 july 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient reported thigh pain after the primary surgery. The radiographic examination showed a femoral fracture (diaphysis). Revision surgery performed: the stem and the head were removed, the fracture was reduced and fixed with cerclage, the channel was processed and a revision stem was implanted. The surgery was completed successfully.